Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-1588rtt. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rtt2, fibertag® tightrope®, batch 15321938, was returned for investigation. Visual evaluation of the device noted that the white sutures were torn. Additionally, the button had nicks throughout it. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misuse, such as prying/leveraging the device during use. The complaint allegation is confirmed.